Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was continually alarming with no delivery, despite changing out infusion set four times. The customer's blood glucose went high from 250 mg/dl to over 400 mg/dl. She reportedly treated with an insulin pen. During troubleshooting, insulin exited during a fixed prime. Upon removal of the infusion set, the cannula was found to be bent. Customer stated she would change out the infusion set and continue to monitor the insulin pump.